Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, the yellow shipping wedge broke off. After firing the stapler the surgeon noticed parts of the yellow plastic similar to the yellow shipping wedge within the patient cavity. This occured after the surgeon had stapled the stomach and noticed that there were remnants of the yellow shipping wedge inside the patient cavity. It was removed manually by doctor. There was no patient injury.